Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011 for this event. The fse found vacuum pump to be not performing to specifications. The fse replaced the vacuum pump and verified system performance to published specifications. Hardware has been determined to be the root cause.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to concerning "vacuum under limits" errors and some liquid dripping under access 2 immunoassay system. There was no reported exposure to the hazardous fluids but the potential for such exposure does exist.